Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt's ipg was setting off store security systems. It was also reported that the pt had lost over (B)(6) and was experiencing pain at the ipg pocket site and the lead site. The pt stated that her ipg had to be physically moved at the pocket site when she sits because it was sagging and uncomfortable. The pt was referred to a neurosurgeon for a possible pocket revision. No further info is available at this time.